Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image misalignment, poor resolution, component failure of the charged coupled device (ccd), the objective lens was contaminated, and component failure of the objective lens. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had dark video image and was unable to get white balance. There were no reports of patient harm.